Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneal, for 14 days, doses and frequencies were not reported) for peritonitis. It was reported that the patient was discharged four days after the event onset. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.